Manufacturer narrative:
(B)(4). The customer reported that the device displayed an error message for charge /shock failure. There was no report of pt impact or involvement. The device was evaluated at philips and the reported symptom was verified. The therapy pca was replaced to resolve the issue.

Event description:
The customer reported that the device displayed an error message for charge / shock failure. There was no report of pt impact or involvement.